Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. As received the monitor failed a pulse test and failed a therapy electrode (te) recognition test. Upon investigation, the monitor's electrode belt receptacle was broken from the monitor case, damaging the internal pulse wire. The cause of the pulse test and te recognition test failure is the damaged wire. The root cause for the broken receptacle was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed a pulse test.